Event description:
Endoscopist stated that the wire basket could not be brought out through the papilotomy. The basket had to be cut; the endoscope removed and the basket removed in the operating room.